Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
False positive rate for flu b of approximately 20%. The customer communicated the result was confirmed by another rapid antigen assay.